Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision operation notes state that patient was revised on right knee due to pain, aseptic loosening of the knee components and possible infection. It was noted that the bone behind the femur was quite soft and femoral component appeared to be loose and came off quite easily. The tibial component came off quite easily as well with minimal bone loss. Patella was also removed. Later new implants were implanted which includes antibiotic spacer.

Manufacturer narrative:
(B)(4). Concomitant products: nexgen porous stemmed tibial plate size 6, item # 00598204702, lot # 54071300. Nexgen articular surface size green/c-h 14mm, item # 90597004014, lot # 56268800. Nexgen all poly patella size 35mm, item # 00597206535, lot # 60107540. Self-tapping bone screw 6.5mm, item # 00511007030, lot # 25005800. Self-tapping bone screw 6.5mm, item # 00511007040, lot # 20132000. Femoral component porous right size f, item # 00595201602, lot # 60099853. Self-tapping bone screw 6.5mm, item # 00511007040, lot # 21093200. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04595, 0001822565-2017-04597, 0001822565-2017-04598, 0002648920-2017-00433, 0002648920-2017-00434, 0002648920-2017-00435, 0002648920-2017-00437.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to loosening. The patient was experiencing pain. No additional patient consequences were reported.